Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: hip pain nonsurgical treatments: the patient was treated with pain medication: lyrica 50mg for the treatment of: pain management . The patient was treated with topical treatment (including oestrogen cream): cannestan vaginal cream and ural for the treatment of: thrush management and uti management. The patient was treated with other (please specify) for the treatment of: incontinence management. The patient was treated with pain medication: osteo panadol (8 a day) for the treatment of: pain management. The patient was treated with pain medication: targin 10mg for the treatment of: pain management and sleep treatment.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.